Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. (B)(6) 200-07-29 - advanced patella 29m 3 peg implant. (B)(6) 02-020-13-0240 - truliant cr cem fem cr cem left sz 4. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 22 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, worsening pain, swelling, motion restriction, difficulty with ambulation, and difficulty performing simple activities of daily living. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall [enter recall #]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.